Event description:
It was reported the implanted device shifted. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was deployed into the laa. The position was acceptable, tug test was stable, compression was 7-14% and there were no leaks per tee and angiography. The low compression was discussed amongst the implanter, the secondary implanter, and the echo imager. They all felt comfortable releasing the device and the device was released. The device looked stable on tee after release; however, the position of the device looked different from the time of deployment. No further intervention was performed and the patient was kept in the hospital until (B)(6) 2020 for observation. The patient was reported to be stable.